Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer passed away. Per customer's father, customer had a heart condition and medical examiner declined to perform an autopsy and determined cause of death without examination. Cause of death was stated to be due to heart condition and complications of diabetes. Reportedly, customer had managed diabetes well. No additional information was available.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the pump data logs shows use of the pump began on (B)(6) 2019. A continuous glucose monitor was not in use with the pump. The first of 2 cartridges was loaded onto the pump at 10:21 am on (B)(6) 2019. At 10:32 am, user set a temporary rate at 50% of basal insulin for 9.5 hours. Following these first 9.5 hours on the pump, there were no erratic basal rate adjustments. The depletion of the volume of insulin in the first cartridge was reviewed and compared to the requested delivery. The cartridge was loaded with approximately 78 units usable insulin. Approximately 21 units were requested via basal, 41 units via bolus, and 13 units during the load process, for total requests of 75 units. There were approximately 2 units of insulin remaining in the cartridge when the cartridge was changed on (B)(6) 2019. The depletion of the volume of insulin in the second cartridge was reviewed and compared to the requested delivery. The cartridge was loaded with approximately 102 units usable insulin at 6:29 am on (B)(6) 2019. Approximately 11 units were requested via basal, 20 units via bolus, and 12 units during the load process, for total requests of 43 units. There were approximately 59 units of insulin remaining in the cartridge when an auto-off alarm stopped all deliveries at 1:47 am on (B)(6) 2019. The auto-off alarm was declared appropriately following 16 hours without pump interaction by the user. During the afternoon on (B)(6) 2019, bg rose from 152 mg/dl to 204 mg/dl, and reached 299 mg/dl by 8:41 pm. On (B)(6) 2019, user entered a bg of 227 mg/dl at 6:35 am and a bg of 343 mg/dl at 8:13 am. No further bg values were entered into the pump. User made bolus requests while still having insulin on board (iob). Boluses requested by the user ranged from 3.3-6.95 units. However, at 8:13 am on (B)(6) 2019, user requested a 16.06 unit bolus for 130 grams of carbohydrates and a bg of 343 mg/dl. The user opted to deliver the food portion of the bolus, 8.67 units, as an extended bolus, resulting in 11.725 units being delivered following confirmation of the bolus request, and the remaining 4.335 units being delivered gradually from 8:18-10:18 am. At 9:45 am on (B)(6) 2019, the user unlocked the pump screen for the last time and accessed the home screen. The user locked the screen by pressing the wake button at 9:47 am. There was no further user interaction with the pump. The pump appears to have been functioning as intended. There is no evidence that the pump experienced a malfunction or failure. The volume of insulin pumped out of the pump is appropriate to the insulin requests. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequences, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests while still having iob could lead to a low bg event. Additionally, if the user did not reconnect the infusion set correctly during the last cartridge change, the user may not have been getting insulin entering their body causing a high bg.